Event description:
Customer reported pins on the accu-chek inform meter are dark/discolored. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.